Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to deliver inappropriate anti-tachycardia pacing (atp) and electric shocks. Boston scientific technical services (ts) was consulted and discussed the rhythm appeared to be atrial or sinus driven and possible rapid ventricular response (rvr) due to atrial arrhythmias. No additional adverse patient effects were reported. At this time, this device remains in service.